Event description:
Device returned to manufacturer for analysis with report of loss of drug effect in may 2002, volume discrepancies noted in august 2002, and no drug effect despite multiple dose adjustments. Investigated and catheter disconnect at port found to be blocking outlet. Surgeon elected to replace pump due to volume discrepancies at refill. Follow up re: outcome - institution will release no information per policy to protect patient privacy.